Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the advanced evaluation patient that they were very sore and itchy after the wires were put in. The patient stated that they thought they were allergic and noted that they went yesterday to the health care professional (hcp) and they were given benadryl for this. The patient reported that it was "burning on fire." And they reported that they thought things had gotten worse with their urgency and flooding.